Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead recorded a shock lead open message during delivery of shock therapy for ventricular tachycardia (vt). The shock therapy was unsuccessful in converting the rhythm and tachycardia therapy was exhausted as a result. The patient was noted to be symptomatic. Boston scientific technical services (ts) discussed potential causes, recommended further evaluation of the system and discussed potential device and lead replacement. Programming changes were made to the shock vector and this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this product was part of a system explant. The product was explanted and a new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this product is in possession of the hospital.